Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested for supplies to be delivered to the hospital per healthcare provider's request due to insulin pump working better than hospital method. Customer was assisted in ordering supplies. Customer reports that everything was received except reservoir. Customer will verify with ups regarding delivery of reservoir. No further information provided.